Manufacturer narrative:
For the investigation the description of the event and the provided logfiles were analyzed. The device was also tested on site. The described error codes as 02.71.015 and the fact that the 10v reference voltage was too low are indicating a faulty co2 carrier pcb. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. In case the ventilator detects a deviation, the user would be alerted to this condition by an audible alarm and a visual message would be posted in the display. The ventilator may attempt a warm start (to re-boot) in order to solve the problem. An audible alarm would be posted by the device and when the warm start occurs, the device will briefly power off and then back on. A single successful warm lasts approximately 8 seconds.) During this time, an emergency-breathing valve would open allowing for spontaneous breathing. In the event of an unsuccessful warm start, a continuous audible alarm would be activated and the emergency-breathing valve would remain open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The evita xl has reacted on a faulty component as specified. Alarms were posted and warm-starts were performed in order to solve the problem. According to the logfiles a faulty co2 carrier pcb was the root cause. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use that the unit had shut down and displayed error 02.71.015 and 10v reference voltage too low. There was no patient injury reported.

Manufacturer narrative:
The investigation was started. The result will be provided in a follow-up report.

Event description:
It was reported during use that the unit had shut down and displayed error 02.71.015, and 10v reference voltage too low. There was no patient injury reported.